Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the issue was determined to be a power allocation issue when using multiple ports.

Event description:
(B)(6) 2022 - during testing with no patient involved, the probes did not reach temperature. The ports wasn't reaching temperature and it was determined to be a power allocation issue when using multiple ports.

Event description:
During the procedure, the probes did not reach temperature and the case was cancelled.